Manufacturer narrative:
Supplemental submitted to provide results of evaluation. The control unit passed the functional tests and no defect could be found.

Event description:
It was reported that the mattress was blowing hot air onto the patient allegedly causing blisters which required an application of ointment.

Event description:
It was reported that the mattress was blowing hot air onto the patient allegedly causing blisters which required an application of ointment.